Event description:
Additional information received from a manufacturer representative indicated the patient had a revision and was now getting 8 coupling bars.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a consumer had difficulty with getting good coupling and charging the device. Troubleshooting had a recharging session attempted and the reposition antenna screen was seen with 4 bars are less and repositioning of the antenna did not resolve the issue. The representative was able to communicate with the device using another external device. An antenna locate (al) was attempted, but did not resolve the issue. Another recharger was attempted, but this did not resolve the issue. No pocket issues were reported. An x-ray was recommended to determine if the device was flipped. Additional information received from the representative reported trying three different recharges and this had not resolved the issue. The device was not deep, the consumer was thin, and it could clearly be felt through the skin. A flipped device was ruled out by the x-ray taken. This was a sudden change in coupling for the consumer and he had no falls or trauma. The recharger stats were reviewed and consumer not advancing in charge during 4 sessions done on (B)(6) with average coupling at 0 and charge level generally remaining between 3.735 and 3.745 even though the consumer had charged for 147 minutes across the 4 sessions. The consumer needed to use his stimulation due to pain level. The consumer was to return to the clinic for further evaluation and the cause of the poor coupling had not yet been determined. No symptoms were reported. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.